Event description:
--

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As of today, the device has not been returned. No additional information is available. Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) declared a battery status of elective replacement indicator (eri) due to an extended charge time. Subsequent information indicates that the device was explanted and is to be returned for analysis. No adverse patient effects were reported.